Event description:
It was reported that the subject device showed a green colored image. The issue occurred during a loop bypass procedure, which was completed with a back-up device. There was a delay of less than thirty minutes, and there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, e4, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the cover glass of the insertion section was cracked, the fiber bonding in the outer tube area (distal end) was damaged and the protector of the video cable was cut. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer¿s allegation, since the video cable was broken the image turned green. And for all the newly identified malfunctions, the cause was traced stress resulting in component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.